Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, due to patient's vessel tortuosity, the left ventricular (lv) lead could hardly reach the target position and be fixed. The lead dislodged when slitting the sheath. It was also reported that during the implant of the right ventricular (rv) lead when retracting the lead helix, the physician could not confirm whether the lead helix was totally retracted under x-ray. A new lv and rv lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.